Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. The customer used a non-tandem wall adapter and charging cable, which resolved the issue, and tandem technical support sent replacement charging supplies to ensure proper functionality.